Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, baker grade 2. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 375cc and experienced a deflation and capsular contracture, baker grade 3 on the right side and capsular contracture, baker grade 2 on the left side post-operatively which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus profile 475cc, catalog# 3502475, serial# (B)(4) (left), and (B)(4) (right) on (B)(6) 2019. This report is for the left side device.